Manufacturer narrative:
(B)(4). The customer advised that upon visual examination of the removed internal defibrillation paddles it appeared that there were two (2) bent pins on the connector, which plugs into the device. The customer further advised that the removed internal defibrillation paddles were disposed of and replaced with a new set. Neither the device, nor the removed internal defibrillation paddles have been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a set of internal defibrillation paddles was connected to their device. The device (a lifepak 15) continued to say "connect cable." The customer advised that the issue occurred during patient use; however, they immediately disconnected the internal defibrillation paddles and obtained a new pair which was used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further information about the patient or the event was provided.